Manufacturer narrative:
Device unique identifier (UDI) # (01)00813024011224(21)vad-61093(17)190731. Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a lactate dehydrogenase level greater than 2000 u/l and a ramp echocardiogram that was positive for pump thrombosis. The patient underwent a pump exchange via subcostal incision. Visual inspection of the explanted pump by the operating room clinicians revealed thrombus on the inlet of the rotor. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of pump thrombosis. Upon disassembly of the returned device, a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 30-40 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase level. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.